Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. A 4.00x16mm promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and it was noted that the stent was broken. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first row lifted distally from the stent profile. No stent fracture noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. A 4.00x16mm promus premier¿ drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and it was noted that the stent was broken. No patient complications were reported.